Manufacturer narrative:
Vyaire has reached out to customer three times to provide the complaint device for further investigation. Unfortunately, vyaire has not received the complaint device for evaluation or the requested additional information. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Customer reported that the pop-off valve on the 5511resp fell off while being used on a patient. As a result the patient ¿coded¿. The clinicians quickly found another device and the patient was ¿okay¿.